Event description:
This complaint file addresses product sample (B)(4) of (B)(4). During a follow up call for a related complaint, the home patient (hp) reported a approximately half of the case of the cassettes (B)(4) had to be discarded due to crushed tubing. The hp confirmed the external box of this product lot was not damaged. The hp stated he had been instructed that if the tubing had a 'v' shape, it could be worked out and product used. (B)(4). The hp stated it was a variety of lines damaged; there was no trend in specific line. However, the hp stated all lines were crushed above the clamps. The hp stated it appeared the clamps caused the damage to the tubing by how the cassettes were packaged. The hp stated he has had no issue with his new lot of supplies and has seldom had issues with product in the past. There was no patient injury or medical intervention.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient tested 2.6 inr on the coaguchek s system while a comparison lab returned as 1.8 inr. Patient adjusted his marcumar dose based on lab value. No adverse event reported. Requested return of suspect system and replacement was sent.